Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrections to b5 and d4. Please see updates to b5, d4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cable was discarded by the customer. Based on the results of the investigation, it¿s likely the damaged sdi cable was due to external forces. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an employee tripped on the cable and it dislodged from the portable monitor. The event did not occur during a procedure and there was no patient involvement.

Event description:
The customer reported to olympus technical assistance center (tac), the serial digital interface (sdi) cable 8.5m was noted to be damaged. It was noted that the sdi cable fell from the ceiling and the tip broke off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was provided with part number for replacement of the sdi cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.